Manufacturer narrative:
Product event summary: at analysis, it was determined that the output connector assembly was broken. All found defective parts were replaced and all other identified issues were resolved.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.